Event description:
Complaint coordinator reports one incident of clotted fibers with the psn 120 dialyzer. It was reported that blood did not flow through approximately one half of the hollow fibers. It was reported that the pt received a 0.5 cc heparin bolus prior to treatment and 1.0 cc/hr heparin during treatment. Clotting was noted by tmp alarms and arterial and venous pressure alarms and visual observation of blood clots. Treatment was stopped and blood was not returned to the pt with an estimated blood loss of 30 ml. Treatment was resumed with new disposables and completed without further incident. No pt injury or medical intervention was reported per complaint coordinator.